Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment and patient passing.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2017 while wearing the lifevest. The exact time of the patient passing is not known. Prior to passing, the patient was in a rehabilitation center and facility staff called emergency medical services. Emergency medical services transported the patient via ambulance to a hospital. It was reported that CPR was performed on the patient by emergency medical services. Per the patient's downloaded flag files and ECG recordings, at 22:18:07 on (B)(6) 2017 an arrhythmia was detected by the lifevest. The ECG recording shows the patient was ventricular fibrillation with variable amplitude. A non-treatable rhythm was declared by the lifevest at 22:18:18 and the detection of the arrhythmia stopped. At 22:18:36, a second arrhythmia was detected by the lifevest. The ECG recording shows the patient was in ventricular fibrillation with variable amplitude. At 22:18:46, asystole was declared by the lifevest. The ECG recording shows the patient was in ventricular fibrillation with variable amplitude. A non-treatable rhythm was declared by the lifevest at 22:19:15. Due to the variable signal amplitudes, the patient was not treated by the lifevest during the arrhythmia detections. At 22:19:37, an arrhythmia was again declared by the lifevest. The ECG recording shows the patient was in asystole with intermittent cardiac activity. At 22:24:07, the patient experienced an inappropriate treatment shock. The rhythm at the time of the treatment shock was asystole. The post-shock rhythm was asystole with intermittent cardiac activity. Oversensing of low amplitude cardiac signal contributed to the false detection. The response buttons were not pressed during the event. Asystole was again detected by the lifevest at 22:24:17. The ECG recording shows the patient was in asystole with intermittent cardiac activity. An arrhythmia was detected by the lifevest at 22:24:37. The ECG recording shows the patient was in asystole with intermittent cardiac activity. Asystole was again detected by the lifevest at 22:25:19. The ECG recording shows the patient was in asystole with intermittent cardiac activity. Asystole is considered a non-shockable rhythm.